Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in cleveland, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, whose stirrer motor and distribution board needed to be replaced during servicing activity. After performing all the functional tests with positive results, device was sent back to service in its expected function. There is no report of patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. Based on the investigation findings and considering the results of similar cases, the root cause of the reported event was traced back to a non-free to spin pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, that required a power overload to work, which could have resulted in an overcurrent and ultimately caused damage to the involved board and smoke. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.